Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, the device was bogged down and worked intermittently. The cable was also jumping and twisting. Another like device and a third handpiece were used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Insufficient drive of disposable. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device was found to a misalignment between the cpc connector and flex coupler.